Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 07p66, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number that¿s exempt.

Event description:
The customer observed falsely elevated alinity I prolactin results generated for a 50-year-old female patient sample with ovarian endometriosis. The following data was provided (customer¿s reference range 5.18-26.53 ng/ml): sample ID: (B)(6) initial result = 106.31 ng/ml, sample was diluted with 25% peg solution at a 1:1 ratio, and result = 66 ng/ml. Result on siemens platform = 24.62 ng/ml (reference range: 2.8¿29.2 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I prolactin assay did not identify an increase in complaint activity related to the complaint issue. A slight increase in complaint activity was observed regarding false elevated results, however it is not related to the complaint lot. The overall performance of the alinity I prolactin reagent in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. A device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin reagent, lot 79230ud01, was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results generated for a 50-year-old female patient sample with ovarian endometriosis. The following data was provided (customer¿s reference range 5.18-26.53 ng/ml): sample ID (B)(6) initial result = 106.31 ng/ml, sample was diluted with 25% peg solution at a 1:1 ratio, and result = 66 ng/ml. Result on siemens platform = 24.62 ng/ml (reference range: 2.8¿29.2 ng/ml). No impact to patient management was reported.